Manufacturer narrative:
The suspect device was evaluated onsite. The problem was isolated to a printed circuit board (pcb) failure and resolved by replacing the pcb. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no endoscopic image was obtained when using olympus, model series 180 scopes with the olympus, model cv-190, evis exera iii video system center. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the ¿no image with 180 scope¿ was confirmed due to faulty patient board set. It was surmised that the phenomenon of ¿no image¿ occurred due to the faulty dr board caused by design failure. Design of the dr board was changed, and it was confirmed that the subject device was manufactured before the design was changed. The change history of parts was checked and they found out that the design of the dr board was changed on april 16, 2018. It was confirmed that the circuit design of the operational amplifier of the dr board was changed because it did not meet the specifications (there was a possibility that blackout might occur inside the mask of 180 scope). The modified products were shipped from june 13, 2018. Ex board and the patient board set were replaced at the local site. Other inspection finding observed were as follows: special scope function cannot be activated due to faulty ex board. Olympus will continue to monitor field performance for this device.